Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 629 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to the hospitalization. The device passed the high pressure test. There were air bubbles in the reservoir and tubing. The insulin pump will not be returned for analysis.